Event description:
During an in-clinic follow-up, noise due to electro-magnetic interference (emi) was detected on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored.